Event description:
It was reported that the right ventricular (rv) lead has high and unstable thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4296 implantable pacing lead implanted 2013 -(B)(6); 4076 implantable pacing lead implanted 2013-(B)(6). (B)(4).